Manufacturer narrative:
A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The o2 pressure senor switch was recommended for replacement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The o2 pressure senor switch was recommended for replacement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed during preuse check and was unable to start mechanical ventilation. There was no report of patient involvement.